Event description:
From drive devilbiss MDR 2438477-2024-00023: drive devilbiss was notified of an incident involving a shower chair by the end user's wife who stated the shower chair shattered while in use. The end user fell and hit his head on the back of the tub and fell on his leg stump causing an open wound that required antibiotics. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.